Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug-eluting stent was implanted to treat the lesion. Post implantation, the stent delivery system was removed and another stent was implanted proximally. Subsequently, a 2.25 x 12 synergy ii drug-eluting stent was advanced; however, it was realized that the 2.25 x 24 synergy ii stent was not implanted. The stent came off its balloon and was found on the table. The 2.25 x 12 synergy ii drug-eluting stent was then removed and the whole lesion was covered with a 2.25 x 28 synergy ii drug-eluting stent and the procedure was completed. No patient complications were reported.